Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. No additional information was provided. Customer¿s blood glucose level was 268 mg/dl.